Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01888. The pt received his scs system, including two percutaneous leads (from the same lot) and an ipg, on (B)(6) 2006 and (B)(6) 2006 for bilateral leg and low back pain. It was reported that the pt felt stimulation in his ribs. An x-ray showed the leads had migrated. The physician explanted and replaced the leads with a surgical lead on (B)(6) 2011. During the same procedure, the physician also explanted and replaced the pt's ipg with a smaller model. The pt reported that the ipg site was uncomfortable due to his recent weight loss. No further pt issues were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.